Manufacturer narrative:
Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump under delivered and that the medication bag was approximately 80% full and did not infuse. It appeared that 1-2 hours of medication infused only. Total reservoir volume was 113 ml at a rate of 2.5 ml/hour. Medication bag was 150 ml. There was patient involvement, no patient injury was reported.